Event description:
In 2009, the lay user/patient contacted international affiliate, alleging that her one touch ultramini meter was reading inaccurately low and high. The complaint was classified based on the follow-up documentation from the customer service representative (csr). It is unclear when the alleged inaccuracy with the subject meter began. The patient reported while hospitalized (as a result of a heart attack), on 3 or 4 occasions she obtained blood glucose readings with the subject meter that were either 2 to 5 points higher or lower than results obtained with a hospital meter, using a sample obtained from the same fingerstick. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <= 30% and/or <= 1.7mmol/l. The patient denied taking any action regarding her diabetes management at the time of these meter-to-meter comparisons. On an unspecified date/time, prior to being hospitalized, the patient reported that she obtained a blood glucose reading that was between "10 and 15 mmol/l (180-270 mg/dl)" with the subject meter. Based on the meter result and her carbohydrate intake count, the patient claimed she took 39 units of rapid insulin. Approximately 2 hours later, the patient stated she developed symptoms of "hypoglycemia," which she described as sweating and feeling lightheaded. The patient reported that she tested her blood glucose with the subject meter at the onset of symptoms; however, did not recall what the result was. In response to the symptoms, the patient claimed she ate food. At the time of troubleshooting, the csr noted that the test strips appeared in good condition and that the code number on the meter was set properly. The patient did not have control solution to test the reported device. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.